Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2017, that the receiver would not turn on. No additional event or patient no additional patient or event information is available. The complaint device was returned for evaluation. A visual inspection was performed and a call tech support error was observed on the screen. A received log was able to be retrieved. A review of the receiver log observed firmware errors. The receiver case was opened for further evaluation. An interior inspection was performed and the inspection passed. Battery measurements were taken and the measurements passed. The reported event that the receiver will not turn on was confirmed. The root cause could not be determined. The reported issue of receiver will not turn on is reportable based on the finding of the firmware errors.